Event description:
It was reported that the right atrial lead impedance was high and there was no capture at maximum output. The patient indicated having two falls post surgery. When the patient's pocket was opened during the lead revision procedure, the lead was noted to fall out of the header. The lead tested normal and then was reseated in the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri52 x2 implantable pacing leads (B)(6) 2013. (B)(4).